Event description:
This device commonly known as a nasal trumpet was inserted in the patient's nose on 8/27/94 while the patient was in our intensive care unit. The patient was transferred to a nursing unit with the airway in place on 9/1/94 and the soft rubber flange of the airway was no longer visible protruding from the patient's nose. On 9/6/94 the patient complained of a throat irritation and upon examination the airway was found in place with the flange of the airway hidden inside the patient's nose. The rubber flange, if made of a more rigid material, would not have been pushed or inhaled up the patient's nose.